Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 03/10/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. The instrument was disassembled; upon disassembly, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and the absorbable strap was used. During surgery, the strap could not be deployed. It did not stick to the target tissue tightly as well. Another device was used to complete the case. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please provide procedure name and date: both are unknown. Please provide lot number: rbmktp. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided